Event description:
The pt reported that on (B)(6) 2011, the up button of the infusion device became stuck and she was unable to deliver the correct dose of insulin. She experienced elevated blood glucose of over 500 mg/dl. No further information is available. She received a new infusion device from the hospital. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.